Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Review of invoice history records indicate revision was performed (B)(6) 2011 allegedly due to pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01694 , 1825034-2012-01694-1, 1825034-2013-00109 & 00110). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01694 and 2013-00109 / 00110).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Review of invoice history records indicate revision was performed (B)(6) 2011 allegedly due to pain, discomfort, soreness, dysfunction, loss of range of motion, and metallosis. Additional information received from operative report noted patient underwent a revision procedure on (B)(6) 2011 due to pain, posterior impingement and metallosis. Operative report further noted an anteverted acetabular cup. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.